Manufacturer narrative:
Supplemental medwatch is being submitted to correct the g3 field which was left blank in the previously submitted medwatch.

Event description:
A treatment provider reported that a patient treated to the mid and lower abdomen with cooladvantage+ applicator on (B)(6)2020 and (B)(6)2020 presented with paradoxical adipose hyperplasia.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
A treatment provider reported that a patient treated to the mid and lower abdomen with cooladvantage+ applicator on (B)(6) 2020 and (B)(6) 2020 presented with paradoxical adipose hyperplasia.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the mid and lower abdomen with cooladvantage+ applicator on (B)(6) 2020 presented with paradoxical adipose hyperplasia.

Manufacturer narrative:
Correct date received by manufacturing date for initial medwatch is (B)(6)2021. Correct date received by manufacturing date for supplemental medwatch is (B)(6)2023. This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.